Event description:
It was reported that during a surgical procedure a water leak was discovered. The procedure was completed by an alternate procedure (turp). There were no reports of patient injury.

Manufacturer narrative:
System analysis / service repair: power checks were made with a service test fiber. Three service tests were performed; at 5 min each with 42.000 j power used for each test. With laser running at power test; switched on and off and was unable to find any water problems on the unit. The water leak issue was unable to be confirmed. The system was tested and verified to specification.